Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery gauge was fluctuating which resulted in the pump shutting down. Reportedly, the customer charged the pump to 100% and the issue resolved. Additionally, the insulin gauge displayed an inaccurate fill estimate. Reportedly, the customer loaded a new cartridge and received an accurate fill estimate. There was no reported impact to the customer¿s blood glucose.